Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left colon resection, when on end to end anastomosis, the surgeon pulled the trigger and the stapler would not fire. They had to get a new product to complete the case. There was no patient injury.